Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with frozen screen on full segment display due to faulty lcd board. No blank display noted. Insulin pump received with cracked case at display window corners, belt clip slot and lcd window. Insulin pump received with minor scratches on lcd window, reservoir tube window, broken reservoir tube lip and loose drive support disk.

Event description:
It was reported that the customer had high blood glucose levels of 138 mg/dl. The customer reported a blank display on the insulin pump. Troubleshooting was done. The customer replaced the battery of the insulin pump with a new aaa (B)(6) battery but the display did not return. The customer also cleaned the battery cap contact to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.